Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge was not on bus. The field service engineer replaced the t board, drawer board, retractor bands and tested the rails to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the screen was black. The customer reported the user have tried to reboot but was still persisting. The customer stated that the malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.